Event description:
Per the clinic, the patient experienced infections at implant site three times between 2020 to 2023. The patient was treated with a topical treatment each time and the issue resolved. The device remains implanted.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported).